Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered cystocele, rectocele, uterine prolapse, painful sexual intercourse, chronic vaginal pain, infections, and recurrence of stress urinary incontinence. No further info has been provided.